Manufacturer narrative:
Final analysis revealed one of four tines missing. There was no indication that the damage on the lead was production related.

Event description:
It was reported that during routine follow up no tests could be performed. During a repositioning procedure, tests could not be performed with the psa system. The lead was removed, which revealed that it was damage.d.